Event description:
It was reported that a patient underwent a sling procedure for stress urinary incontinence on (B)(6) 2022 and mesh was implanted. On (B)(6) 2023, urinary urgency, voiding dysfunction and dysuria were noted. The patient was given bactrim for the dysuria. These events were reported as possibly related to the study device and procedure and have not yet been recovered or resolved. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure 78, f, 148lbs, 24.66. Date and name of index surgical procedure? (B)(6) 2022 sling operation for stress incontinence. The diagnosis and indication for the index surgical procedure? Sui. Were any concomitant procedures performed? Yes. What symptoms did the patient experience following the index surgical procedure? Onset date? Dysuria ¿ 3.13.23 ¿ voiding sxs. Other relevant patient history/concomitant medications? Please describe any medical intervention required to treat the dysuria including medication name and results. ¿ urinalysis, bactrim, no updates on pt status noted what is the physician¿s opinion as to the etiology of or contributing factors to this event? Possibility related to surgery and device. What is the patient's current status? ¿ nothing noted in emr, have not spoken to pt product code and lot number? Tvtrl - 3941198. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Component code: g07002 ¿ device not returned.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information received: adverse event term: urinary urgency. Updated: end date: (B)(6) 2023. Outcome: recovered/resolved without sequelae. Adverse event term: voiding dysfunction. Updated: end date: (B)(6) 2023. Outcome: recovered/resolved without sequelae. Adverse event term: dysuria. Updated: end date: (B)(6) 2023. Outcome: recovered/resolved without sequelae. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information received: adverse event term: recurrent uti's. Start date: corrected information: d4 additional information: (B)(6) 2024. Severity: moderate is the adverse event serious? No permanent impairment of a body structure or a body function: no. Required in-patient hospitalization or prolongation of existing hospitalization: no resulted in medical or surgical intervention to prevent life-threatening illness or injury or permanent impairment to a body structure or a body function: no led to fetal distress, fetal death or a congenital abnormality or birth defect: no relationship to study device: possible relationship to primary study procedure: possible if the event is marked as being related to the procedure, indicate which procedure the event is related to: index intervention/treatment: drug therapy: yes. Surgical procedure, therapy, or intervention: no. Non-surgical procedure, therapy, or intervention: no. Blood transfusion: no. Other: no. Outcome: not recovered/not resolved. Did this event result in the patient¿s discontinuation of the study? No.